Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose reading was 464 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves via manual injection. Customer did not complete troubleshooting as a result of the nurse coming into the room.